Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker right knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported patient had primary surgery about 12 years ago and was explanted approx. (B)(6) 2010 due to dislocation and pain.